Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. Although no damages were observed, the cause of the reported needle mechanism failure could not be determined. Correction to d(4): lot number changed from unavailable to l45401. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to (B)(6) 2020. Model no changed from 14810 to 19191. Unique identifier (UDI) # (B)(4). Correction to h(4): device mfg date changed from unavailable to (B)(6) 2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The pod was not worn.